Event description:
The user facility reported the pt's head required a few staples due to a laceration sustained while using a triad skull clamp. The incident occurred pre-operatively. The surgery being performed was a posterior cervical fusion. The device was applied to the patient's head in the supine position initially; and after adjusting the patient to the prone position, the clamp slipped; resulting in a skull laceration approximately 2 cm long. Two staples were used to close the wound. There were no post-operative complications as a result of this incident.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.